Event description:
The customer reported that the ventilator shut down. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Review of the ventilator diagnostic log noted a data acquisition pcba adc reference failure which may result in a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Upon evaluation, the manufacturers service technician reported the data acquisition pcb board was displaying no information. The service technician replaced the cable between the data acquisition and motor controller board to address the finding. Applicable final testing was completed and tests passed to operating specifications.